Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("multiple pathologies following essure device placement in (B)(6) 2013") in a female patient who had essure (batch no. A50506) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: description: poly pathology - multiple pathologies following essure device placement in (B)(6) 2013. Further company follow-up with the regulatory authority is not possible. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-mar-2019. The most recent information was received on 01-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("multiple pathologies following essure device placement in (B)(6) 2013") in a female patient who had essure (batch no. A50506) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: description: poly pathology - multiple pathologies following essure device placement in (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("multiple pathologies following essure device placement in (B)(6) 2013") in a female patient who had essure (batch no. A50506) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: description: poly pathology - multiple pathologies following essure device placement in (B)(6) 2013. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.